Event description:
The pt was reportedly experiencing performance and sound quality issues. Programming adjustments have been made; however this has not resolved the issue. Revision surgery has been scheduled.